Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What was the total estimated blood loss (ml)? What was the volume of the transfusion? What is the current status of the patient?

Event description:
It was reported that during a lower anterior bowel resection, used the cdh29a for a end to end anastomosis for a lower bowel tumour. After firing which sound fine, the surgeon felt it was oozy. He then scoped anal and found some bleeds which he clipped. They patient had some bleeding several said post op and needed a small transfusion (believe 5 days post op).